Event description:
It was reported by service report that the siderail drops quickly when lowering. It was not reported if a patient was affected or if adverse consequence or clinically relevant delay in treatment was reported.